Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The sales representative also stated she was unsure of how long or how many times the kit was used for demonstration purposes. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
A sales representative stated an fms balloon tore when inserting her finger into the finger pocket while using the device for demonstration purposes at a skills day.